Manufacturer narrative:
The instrument has been checked in our repair department according to the currently valid specifications. It was not possible to find any deviations from the specifications. Specially the retention force of the chuck system was tested with the corresponding test tool. The value was within specification. The reported problem is not reproducible. The affected bur was not available for further tests, therefore it is not possible to identify the root cause for the issue. There are various possibilities like worn shaft of bur, inserting the shaft not deep enough into the chuck system, etc. To avoid such issued the IFU contains already corresponding warnings and notes how to use the instrument correctly: 5.3 insert the milling cutters or diamond grinders note only use carbide cutters or diamond grinders that correspond to iso 1797-1 type 3, are made of steel or hard metal and meet the following criteria: - shaft diameter: 1.59 to 1.60 mm - overall length: max. 25 mm - shaft clamping length: 11mm - blade diameter: max. 2 mm. Warning use of impermissible cutters or grinders injury to the patient or damage to the medical device. - observe the instructions for use, and use the cutter or grinder properly - only use cutters or grinders that do not deviate from the indicated data. Caution injury from using worn drill bits or burs. Drill bits or burs could fall out during treatment and injure the patient. - never use drill bits or burs with worn shafts. Caution hazard from defective chucking system. The cutter or grinder could fall out and cause injury. Pull on the cutter or grinder to check that the chucking system is okay and the cutter or grinder is securely held. When checking, inserting and removing, use gloves or a fingerstall to prevent an injury or infection.

Event description:
During the extraction of tooth #29 the bur fell into patient's mouth who swallowed it. Patient was sent to community hospital where x-rays have been taken and the bur was retrieved via an endoscopy.